Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 41 mg/dl. The customer was treated with glucagon shot. The customer was experiencing low blood glucose for 2 days. The customer was admitted to hospital. Customer's blood glucose at time of admission was 41 mg/dl. The customer reported via phone call indicating that the insulin pump had bolus issue. Customer's blood glucose at time of incident was 400 mg/dl. Customer was assisted in reviewing settings in set up wizard. Customer stated the food and correction bolus is incorrect. The customer the carb ratio may need to be adjusted by heath care professional. The customer was advised to speak with health care provider. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl.